Manufacturer narrative:
Eval summary: the root cause of this incident has been identified as a circuit board which controls the stand controller. An update will be provided when the investigation has been completed.

Event description:
A sedecal x plus lp stand, being part of imaging dynamics co ltd. Xplorer 1600 system, was being positioned for a chest x-ray. The technologist was lowering the stand with the arm in the horizontal (chest) position. The stand appeared to encounter some sort of obstruction and acted as if the anti-crush mechanism had been activated. It stopped downward motion, briefly reversed and came to a stop. Again the down button was pressed and the stand resumed downward motion. When the button was released the stand did not stop but continued downward until it hit the floor. The stand motor continued to run after the detector hit the floor and thereby unspooled the support cable. No injuries occurred.